Manufacturer narrative:
The device has certainly broken due of fatigue, and very hard bone. Every pieces of the device have been removed from the patient. Device evaluation : the failure rate of reamer is 0.004%, so no corrective action initiated. A check of stocks is recorded as correction number (B)(4), concluding: no defective instruments in stock.

Event description:
Fin snapped off during reaming : broken reamer.

Manufacturer narrative:
The device has certainly broken due of fatigue, and very hard bone. Every pieces of the device have been removed from the patient.

Event description:
Fin snapped off during reaming : broken reamer.